Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Loss of guidewire access contributed to event.

Event description:
Patient presented with progressing cvd. Due to tortuosity, unable to access on the right side. The device was removed; access and deployment on the left, but due to tortuosity, the contralateral limb was kinked. The physician decided to convert the device to an aui. When the bifurcated inner core was removed, the technician inadvertently pulled the guidewire out. The guidewire was readvanced and kept positioning behind the stent cage; the physician was unable to reposition the guidewire to place any proximal extensions. The patient was converted to open repair, tolerated the procedure, and is doing well.